Event description:
Patient, (B)(6), called to report numbness in her toe on her left foot during the 2nd and 3rd treatment sessions and after. She reports first feeling numbness in her toes during the treatment session on (B)(6). The numbness did not subside until the next day.

Manufacturer narrative:
Device-stimulation related event - solved by changing the available treatment options on the ecu - reduction of treatment stimulation level.